Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter and was unable to answer the questions. The hcp saw the patient on 2017 (B)(6) and 2018 (B)(6) to discuss removal. The patient's implantable neurostimulator (ins) will be removed toward the end of (B)(6) 2018 or first part of (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported that the patient's therapy worked very well initially however then it just stopped helping with the pain, even after she increased the setting. The patient said that she contacted the implanting physician and is scheduled to have the device removed on (B)(6) 2018. The patient said she did have a fall and that was about 6-8 months ago, long after the stimulation stopped helping her pain. The patient said that she experienced weight-loss 1.5 years ago and the ins now moves and is painful. The patient said that the ins site is painful regardless of her position. Hurts the patient when she is sitting, standing, walking, or laying down and these are sharp pains. This was a sudden change in symptoms. No further complications were reported. No additional patient symptoms were reported.